Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's lead had high impedances on all contacts with their lead. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced with no complications.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal wires broken. There was also a cam impression consistent with the use of a swift-lock anchor found and when a returned swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the proximal end of the anchor.